Event description:
Facility staff alleged a problem with this bed. No injury reported.

Manufacturer narrative:
Technician found that the mattress ticking zipper was torn and fluid had leaked on foam and fire barrier of mattress. Replaced ticking and fire barrier, foam, sheer cover with revitalize kit to resolve this issue. Bed located in basement.